Manufacturer narrative:
Investigation summary: four photos each displaying a loose 10ml syringe were received and evaluated. Two of the syringes in the photos had a rejectable amount of missing print per product specification. Potential root cause for the missing scale defect is could not be determined. It was unclear from the photos provided if the print was scratched off at assembly or applied incorrectly at the marker. No corrective actions are necessary based on the defective rate identified. Batches 9080611, 8325855 and 9080614 are considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 67 syringe 10ml ll bns experienced scale marking issues which were noticed prior to use. The following information was provided by the initial reporter: material no.: 301029 batch no.: 9080611, 8325855, 9080614. It was reported blurry graduation lines on the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9080611. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-21. Medical device lot #: 8325855. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-21. Medical device lot #: 9080614. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-21.

Event description:
It was reported that 67 syringe 10ml ll bns experienced scale marking issues which were noticed prior to use. The following information was provided by the initial reporter: material no.: 301029 batch no.: 9080611, 8325855, 9080614. It was reported blurry graduation lines on the syringe.